Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station switching from physical to virtual kits. Virtual kits were closing the drawer after each medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station switching from physical to virtual kits. Virtual kits were closing the drawer after each medication. A technical support specialist (tss) confirmed that the kit dispensing order was followed based on the order set in storage space configuration and then by pocket. The tss explained that drawers needed to be closed when the next medication had a controlled drug classification on override. The system functioned as intended after technical support specialist investigated the issue.